Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG signal loss. There was no report of adverse pt impact. Philips evaluated the device, confirmed the 12-lead ec v6 signal loss issue, and resolved the issue by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG signal loss.